Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's wife that the patient had to go to the hospital because their blood glucose (bg) levels were really high. They went to the hospital on (B)(6) and the patient stayed there for 7 days. Patient had blood glucose levels of 1000 mg/dl. The patient was treated with intravenous therapy with a solution of fluids.